Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A review of the user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler experienced patient line is blocked message (soft alarm) alarm during treatment and drain complication encountered. Fibrin was found. The fresenius technical support representative provided information. Advised to press stop and call pdrn. Upon follow-up, it was reported that the patient line is blocked alarm occurred because the patient had fibrin from peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2020, with cloudy effluent fluid and was started on intraperitoneal (ip) vancomycin 1000 mg and ip ceftazidime 1000 mg x 3 weeks (frequency not reported). A peritoneal effluent fluid culture and cell count was obtained on (B)(6)2020 and was resulted on (B)(6) 2020. The culture was positive for pseudomonas aeruginosa, and the cell count revealed an elevated white blood cell (wbc) count (result not provided). The nephrologist discontinued the patient¿s ceftazidime on (B)(6) 2020 and continued the ip vancomycin. The pdrn attributes causality to the patient¿s inability to maintain aseptic technique, while connecting and disconnecting to use the restroom at night. The patient reported several instances of touching the catheter at night because her caretaker could not assist the patient. The pdrn stated the events were unrelated to the utilization of any fresenius product(s) or device(s), and the patient continued to utilize the same liberty select cycler as before the event. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted antibiotic therapy. The pdrn attributes causality to the patient¿s inability to maintain aseptic technique, while connecting and disconnecting to use the restroom at night. The patient reported several instances of touching the pd catheter (not a fresenius product). Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). Pseudomonas aeruginosa is associated with high rates of pd catheter infection, removal, and hospitalization. Additionally, the bacteria are commonly found on sinks and toilets. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction, caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.